Event description:
Phlebotomists was using one of the push button blood collection sets that had given them to evaluated facility inserviced all the phlebs. On how to use the product. The phleb. Was using the ppbcs with a syringe attached. She drew the blood, retracted the needle from the pt's arm, and when she set the wingset with the syringe still attached down on the table, the tubing of the wingset popped out of the adapter and sprayed blood in the phleb's face. She did get blood in her eyes and mouth. Employee health was immediately notified and said that the pt was a low risk senior citizen and they haven't put the phleb. On any therapy. No samples were available for investigation.